Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 419mg/dl. Customer did not wish to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. Device had stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained address number label and stained end cap sticker.